Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was implanted without any reported issue. The patient was placed on plavix. Approximately 1 week post implant the patient experienced symptoms of drug rash with eosinophilia and systemic symptoms (dress) syndrome. This was later confirmed. The patient was hospitalized from (B)(6) to (B)(6). The patient has skin rash, fever and adenopathies which decreased rapidly after drug treatment. The patient was treated with IV corticosteroid therapy with stromectol monotherapy. According to the physician the skin rash, fever and adenopathies could be explained by a drug toxidermy such as dress with recently introduced plavix or zotarolimus contained in the active stent.